Manufacturer narrative:
The affected duodenoscope was inspected and repaired, but there were no findings that could be linked to potential contamination. It is not clear if the patient infection was caused by the duodenoscope or if the duodenoscope was contaminated by the patient, as it was known that the patient suffered regular infections. All other duodenoscopes owned by the hospital were tested and found to be normal with no bacteria present. As such, fujifilm was not able to determine the root cause.

Manufacturer narrative:
Inspection of scope is scheduled. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2021, fujifilm corporation was informed that a patient developed pseudomonas aeruginoisa bacteraemia within 3 days after his ercp procedure held (B)(6) 2021. The facility got the typing results back on june 17, 2021 and they show that the strain from the patient matches the one isolated from the scope. They share the same vntr profile. The scope has been reprocessed several times since use on this patient but not used on any other patients. There was no death or other serious injury associated with this event.